Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information available, the failed repair was due to the patient¿s anatomy or health conditions.

Event description:
Medtronic received information via a call from an implanting physician¿s office that four months following the implant of this flexible annuloplasty band, the band was explanted due to severe mitral regurgitation. The initial post-operative transesophageal echocardiogram (tee) showed no mitral regurgitation. A transesophageal echocardiogram at four months revealed, ¿diffuse myxomatous changes¿ including calcification and thickening of the posterior leaflet. Another bioprosthetic valve was implanted successfully with no further adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.